Event description:
Physio-control inspected the device and found that it would not deliver defibrillation energy. There was no pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the root cause of malfunction to be a failure of the k2 ceramic type relay. The relay contacts remained open and prevented energy delivery.